Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping or scrolling up was noted. The pump had cracked display window corner, cracked lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the numbers were scrolling with the arrows pressed. The customer stated that she was sweating. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.